Event description:
It was reported that the patient has experienced postoperative recurrent paresis and medication was provided. The event is noted to be possibly related to the implant. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient experienced shortness of breath possibly connected with the post-op paresis. Medication was required and the event has recovered/resolved.